Event description:
It was reported that for a long time, the pt noticed a change in his auditory perception, it has become worse. Now, depending on the position of his head, his auditory perception can totally stop. Testing showed a progressive damage to the electrode array. Electrode channels 2, 3, 4, 6, 8, 9 and 10 have hi status. At times electrodes 10 and 11 show a short circuit status. Electrodes 7 and 10 have an ok status, but with a very high impedance value.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.